Manufacturer narrative:
Concomitant medical products: pressure set disc- tubing; central lines. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate.

Event description:
It was reported that the default on the lvp and syringe modules is 525 psi. The nicu staff experienced occlusion alarms when changing the lipid syringe and pressure sensing disc every 24 hrs when infusing lipids via central line or piv at unspecified rates.